Event description:
It was reported that the patient presented to the clinic due to their implantable cardioverter defibrillator (ICD) alerted for a high out-of-range shock impedance on this right ventricular (rv) lead. It was noted the shock impedance measurement was fluctuating between 90 and 126 ohms. The threshold measurement was also elevated at 3.1v (volts) at 1.0ms (milliseconds) with the pacing impedance decreasing from implant at 982 ohms to 375 ohms currently. This device and rv lead were recently implanted in april due to the prior lead also exhibited a high out-of-range shock impedance measurement. Troubleshooting was implemented with isometric movements and there was no lead noise observed, and the shock impedance measurements were reported as 91 and 92 ohms. Imaging was performed at two previous in-clinic visits due to a lead dislodgment is suspected. The imaging results are unknown at this time. A device interrogation was requested to be reviewed by technical services (ts). The health care professional (hcp) increased the shock impedance alert value to 150 ohms and will continue to monitor the patient with reassessment scheduled in two months. At this time, this device and the rv lead remain in service. No adverse patient effects were reported.